Manufacturer narrative:
Updated initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) 130 mg/ml and baclofen (300 mcg/m via an implantable pump for spinal pain use. It was reported that the patient had a refill on 2026-(B)(6) and when the physician read the pump, it said the pump stopped for 1092 hours and 15 minutes. The company representative (rep) stated that they first thought it was in telemetry mode, but the timing did not add up. The rep mentioned that patient had an magnetic resonance imaging (MRI) on 2025-(B)(6). The agent asked if the patient reported the pump was beeping or alarming from the time of the MRI until the refill, and the rep said they did not even ask until they got the refill. The rep confirmed that hcp got back the expected residual volume at the refill. The agent advised the rep to have hcp check pump logs and confirm that motor stall recovery occurred on (B)(6) and if so, this would be consistent with the pump having been in telemetry mode. The rep was not with the patient at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the motor stall occurred on december 18, 2025, and recovered on march 12, 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.